Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (concentration, dose, and lot # were unable to be obtained). The patient's indication for therapy/device use was intractable spasticity and a spinal cord injury/spinal cord disease. The patient had a medical history of cerebral hypoxic damage. The patient attended a pump refill at the doctor's office on (B)(6) 2015 at which time the patient's mother reported that the patient had a "body staph infection." When the nurse exposed the pump site, it was found to be swollen with drainage. The patient was referred to the physician for a pump explant. The pump was explanted due to an infection at the pocket site on (B)(6) 2015. No diagnostics or troubleshooting had been performed. The issue had been resolved at the time of this report and the patient was alive - with injury. Information was later received from the physician's office who indicated it was not known what other medications the patient was taking at the time of the event. Diagnostics performed in relation to the infection were cbc (complete blood count) and blood cultures. The cause of the infection was not determined. Further information was received from a company representative via a returned product form who indicated that there was no patient injury, and the pump and catheter were removed due to an infection. The devices were not replaced. It was noted that the patient had presented with a fever, tachycardia, hypotension, and was diaphoretic. An ultrasound showed fluid collection around the pump site, and an EKG (electrocardiogram) showed sinus tachycardia. Surgery was consulted, and the baclofen pump was removed in the operating room. It was also noted that pus in the pump pocket was observed in relation to the infection.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial # (B)(4), found no anomaly. The analysis interrogation report indicated the pump was used to deliver lioresal (2000.0mcg/ml, 1248.9mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.